Event description:
The device got broken in pt's right upper leg in the groin area and could not be removed. Pt has difficulties walking, pain and neuropathy. She also has circulation problems that have led to skin discoloration. Doctors have told pt that she could have a massive heart attack and die. The doctor who implanted the device has refused giving the device name and MFR's name to the pt because he fears being sued.